Event description:
It was reported foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device with delivery system (wds) was prepared. During flushing of the device, a black dot was noticed on the closure device. This wds was not used in the patient and was exchanged for a new wds to successfully complete the procedure. There were no patient issues. After the procedure and outside of the patient, the closure device was deployed out of the delivery system and the black dot dropped to the floor.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman flx delivery system with the implant inside the sheath. The implant was deployed during lab analysis. Analysis of the implant (frame, fabric, anchors), core wire, tip, sheath and hub/valve included microscopic and visual inspection. There was no damage to the device and there were traces of fluid in the device. There were abrasions in the distal end of the sheath consistent with the implant being recaptured. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device with delivery system (wds) was prepared. During flushing of the device, a black dot was noticed on the closure device. This wds was not used in the patient and was exchanged for a new wds to successfully complete the procedure. There were no patient issues. After the procedure and outside of the patient, the closure device was deployed out of the delivery system and the black dot dropped to the floor.